Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus ui-bolton. Inspection noted when connected to the otv-s190, there was no camera image, when the cable was moved near the video connector the image flickered on/off. This was found to be caused by a faulty camera cable. There are also defective pixels on the ccd and corrosion on the ccd connector was found. Camera has a crack on head cover and failed water tightness test due to crack. A known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the OEM (original equipment manufacturer) technical manual. Based on evaluation findings , the customer specified fault confirmed and was identified to be due to faulty cable and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device has poor connection. The issue occurred during an unknown event. There is no patient involvement associated on this reported event.